Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. There has been no response from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device did not advance past the initial voice prompts/guidance. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased. A clinical review will be conducted to evaluate contribution of device.

Manufacturer narrative:
The device was evaluated by a heartsine technician. The issue could not be duplicated or verified. No fault was found with the device. It was determined the cause of the issue was user error. Heartsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device did not advance past the initial voice prompts/guidance. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device did not advance past the initial voice prompts/guidance. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased. A clinical review will be conducted to evaluate contribution of device.

Manufacturer narrative:
The device files were reviewed and a clinical review was completed. The patient impedance did not come into detectable range and therefore there was no data to review. It could not be determined if the device caused or contributed to the patient outcome. A physical evaluation of the device has not yet been completed